Manufacturer narrative:
Date sent to FDA: 09/29/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/15/2020. Additional information: a1,a2,d3,e1,g1,g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a surgical procedure to incise and drain an abdominal wall abscess on (B)(6) 2017. The patient underwent exploratory laparotomy with take down of fistula, bowel resection times 2, greater than 60 minutes of lysis of adhesions of bowel from mesh and removal of infected mesh on (B)(6) 2017. The patient died in the hospital on (B)(6) 2017. It was reported that the mesh caused a severe foreign body reaction, eroded into his bowel, caused enterocutaneous fistulae, abscess and infection. No additional information is provided.